Manufacturer narrative:
One probe sample was returned for poor cutting. The device history record review indicated the product was released based on the product¿s acceptance criteria. A complaint lot history examination indicated there were no other complaints for the reported issue. The sample was visually inspected and deemed to be conforming. An aspiration test was performed and deemed to be conforming. An actuation test was performed and deemed nonconforming. A cut testing was performed and deemed to be conforming. The probe was disassembled and the components inspected. There is approximately 15-20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was slight resistance felt when removing the needle from the inner cutter. Wear marks were present at the bend area. An actuation test of the disassembled probe was performed and it was deemed conforming. The complaint evaluation does not confirm the probe had poor cutting. The probe cut to specification. The reason for the poor cut complaint by the customer cannot be determined from this evaluation. The initial actuation failure is typical for a probe that has been handled and used in surgery, with the actuation being conforming after the cutter interference from handling was eliminated after its disassembled. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that he experienced poor cutting with the vitrectomy probe and the state of it's aspiration was not known during a cataract-vitrectomy procedure. The vitrectomy probe was replaced and the surgery was completed with no harm to the patient. The product sample was retained. No additional information is expected.